Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call of bleeding on transmitter and really bad with sensor. Customer's blood glucose was 408 mg/dl. Customer was assisted with charging transmitter. Customer was advised that transmitter would be replaced.